Event description:
It was reported that the patient had chest pain two days post implant. It was further reported that the right ventricular (rv) lead had high thresholds and had perforated the rv apex. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.